Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was able to continue using the pump without further issues. Customer was advised to reach out again if the malfunction code reappears.